Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were turned for further evaluation. Retain samples were pulled and tested, no defects were found. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although the end customer has confirmed that no sample is available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: catheter connector are coming apart during use. No injury reported.